Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had the cable snap. There was no reported patient injury. The procedure was aborted with no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed, and the broken main tube was related to the customer reported complaint. There are small fragments that are likely missing due to the break. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.